Manufacturer narrative:
Foreign cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). Additional info will be submitted within 30 days of receipt.

Event description:
This male pt was admitted for coronary evaluation. Angiography revealed a 90% de novo, slightly calcified lesion in the proximal rca. The vessel was described as a moderately tortuous. It is unk if pre-dilation was conducted. A 3.0x33mm cypher stent was implanted in the proximal rca without difficulty. Then, a 3.5x13mm cypher stent was positioned at the ostium of the rca, overlapping the first cypher. Of note, the guiding catheter was "loosely seated within the ostium to allow for the stent placement. The device was deployed; however, when inflation pressure reached 2 approx 3 atm, the guiding catheter (sherpa: shape unk) disengaged, and the stent became dislodged from the balloon. A snare was inserted to retrieve the dislodged stent. The dislodged stent was pulled back to the femoral access site by tangling the guide wire and the snare around the stent. However, when the stent reached the tip of the sheath it could not be drawn into the sheath due to th partial expansion of the stent. A surgical cut-down procedure was performed to remove the stent from the femoral artery. No further treatment was conducted at the ostium of the rca. The procedure was finished and the pt was discharged in stable condition.